Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 134 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and plunger push. Customer reported that insulin did not exit and that there was greater than normal resistance with plunger push. Customer was advised that no delivery was caused by set / reservoir connection. Customer was advised to change complete set.